Manufacturer narrative:
(B)(4) inspected one opened/used enlite sensor and found sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with lost sensor alarm. The customer's blood glucose level at the time of incident was 134mg/dl. The customer states the pump is not communicating with the transmitter. Troubleshoot was conducted. The sensor was removed and noticed to be very short and missing a piece. The customer was advised to change their sensor. The customer was advised the sensor would be replaced and returned for analysis.